Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator generated a primary alarm failed diagnostic code. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 08jan2019. The philips service engineer (se) inspected the device and could not duplicate the reported issue. The se reviewed the diagnostic logs and found a primary alarm failed diagnostic code. The se preventatively replaced the central processing unit (cpu). The device successfully passed functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.